Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 25-jul-2019 with the following findings: during investigation, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a casing/condition (cracked/damged casing) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.